Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 37-year-old female patient who had essure (batch no. A63339) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dyslipidemia, weight gain, multigravida, parity 4, morbid obesity, diabetes, fatigue, abdominal pain upper, allergic rhinitis, bronchitis, pneumonia, plantar fascial fibromatosis, pneumonia and rheumatic fever. Previously administered products included for an unreported indication: depo- provera, fish oil and mirena iud. Concurrent conditions included otitis media chronic, exacerbation of asthma, abdominal pain, heartburn, dysphasia, menses irregular, abdominal cramps, bleeding menstrual heavy, head injury, kidney stones, kidney disorder, acid reflux (oesophageal), bloating, urge incontinence, shoulder tendinitis, cervicitis, endocervicitis, lumbago and abdominal discomfort. Concomitant products included clindamycin, ibuprofen, paracetamol (acetaminophen) and prednisone. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2015, the patient experienced anxiety ("emotional anguish/mental anguish") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2015, the patient experienced ovarian cyst ("other injury (ies) or complication please describe: right ovarian cyst"), 2 years 2 months after insertion of essure. On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea"). The patient was treated with omeprazole, salbutamol (albuterol hfa) and surgery (robot-assisted laparoscopic hysterectomy with unilateral salpingo-oopherectomy - right side only). At the time of the report, the pelvic pain was resolving and the menorrhagia, dysmenorrhoea, anxiety, ovarian cyst, vaginal haemorrhage and depression outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: implants: essure coils in both tubes with 3 coils in the left tube and 4 coils visible in the right tube. Discrepancy noted. Plaintiff claimed that she had complications or problems that occurred at the time of your essure placement procedure. She had information that there is minimal scarring around implant. Date received: 14mar2013 but as per hsg done on (B)(6) 2013 there is total bilateral occlusion. Date(s) of removal: (B)(6) 2015; hysterectomy with unilateral salpingo-oopherectomy - right side only. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2015: impression: CT abdomen and pelvis. 1. No identified acute abnormality within the abdomen or pelvis. 2. 3.4 cm probable left ovarian cyst. 3. Diffuse fatty infiltration of the liver. 4. Small fat-containing paraumbilical hernia. Computerised tomogram pelvis - on (B)(6) 2015: impression: 1. Left ovarian cyst measuring 3.5 cm in maximum size. 2. No evidence of ovarian torsion. 3. The uterus is not seen and likely surgically absent. Hysterosalpingogram - on (B)(6) 2013: confirmed that the essure device was successfully occluded. Total bilateral occlusion. Pathology test - on (B)(6) 2015: diagnosis: endometrium (biopsy): inactive endometrium with progestational effect.; on (B)(6) 2015: diagnosis: benign total uterus (145 grams), hysterectomy: acute and chronic cervicitis; proliferative phase endometrium; slight superficial adenomyosis; slight serosal adhesions. Ultrasound abdomen - on (B)(6) 2013: impression: diffuse fatty infiltration of the liver. Otherwise, unremarkable abdominal sonogram.. Ultrasound pelvis - on (B)(6) 2013: impression: on the transabdominal scans, there is a questionable 2.4 cm cyst in the right ovary. This cannot be confirmed on endo vaginal scans because of poor visualization of the ovary . It is too poorly seen to characterize well. Probable essure device in the uterus.; on (B)(6) 2015: impression: ovaries are unremarkable bilaterally. Essure device is seen bilaterally, as on prior exam. X-ray gastrointestinal tract - on (B)(6) 2015: impression: mild gastroesophageal reflux. Suspected mild gastritis. Impression: mild gastroesophageal reflux. Suspected mild gastritis.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea, ovarian cyst. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs & medical record received: lot no added. New events - abnormal bleeding (vaginal), psychological or psychiatric problems condition: depression and mental anguish, other injury (ies) or complication please describe: right ovarian cyst were added. Reporter¿s information, patient demography, medical history, concomitant condition, lab data, historical drug, concomitant drugs were added. Outcome of event was updated as recovering/resolving. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 37-year-old female patient who had essure (batch no. A63339) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dyslipidemia, weight gain, multigravida, parity 4, morbid obesity, diabetes, fatigue, abdominal pain upper, allergic rhinitis, bronchitis, pneumonia, plantar fascial fibromatosis, pneumonia, rheumatic fever, menstruation abnormal and abdominal pain. Previously administered products included for an unreported indication: depo- provera, fish oil and mirena iud. Concurrent conditions included otitis media chronic, exacerbation of asthma, abdominal pain, heartburn, dysphasia, menses irregular, abdominal cramps, bleeding menstrual heavy, head injury, kidney stones, kidney disorder, acid reflux (oesophageal), bloating, urge incontinence, shoulder tendinitis, cervicitis, endocervicitis, lumbago and abdominal discomfort. Concomitant products included clindamycin, ibuprofen, paracetamol (acetaminophen) and prednisone. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2015, the patient experienced anxiety ("emotional anguish/mental anguish") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2015, the patient experienced ovarian cyst ("other injury (ies) or complication please describe: right ovarian cyst"), 2 years 2 months after insertion of essure. On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea"), back pain ("baack pain"), metrorrhagia ("metrorrhagia"), urinary tract infection ("uti") and post procedural complication ("post removal complications"). The patient was treated with omeprazole, salbutamol (albuterol hfa) and surgery (robot-assisted laparoscopic hysterectomy with unilateral salpingo-oopherectomy - right side only). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, back pain, menorrhagia, metrorrhagia, vaginal haemorrhage and urinary tract infection had resolved and the dysmenorrhoea, anxiety, ovarian cyst, depression and post procedural complication outcome was unknown. The reporter considered anxiety, back pain, depression, dysmenorrhoea, menorrhagia, metrorrhagia, ovarian cyst, pelvic pain, post procedural complication, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: implants: essure coils in both tubes with 3 coils in the left tube and 4 coils visible in the right tube. Discrepancy noted. Plaintiff claimed that she had complications or problems that occurred at the time of your essure placement procedure. She had information that there is minimal scarring around implant.date received: (B)(6) 2013 but as per hsg done on (B)(6) 2013 there is total bilateral occlusion. Date(s) of removal: (B)(6) 2015; hysterectomy with unilateral salpingo-oopherectomy - right side only. Type of removal is hysterectomy- uterus + cervix treatment received for pain, abnormal bleeding, bladder or urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2015: impression: CT abdomen and pelvis. 1. No identified acute abnormality within the abdomen or pelvis. 2. 3.4 cm probable left ovarian cyst. 3. Diffuse fatty infiltration of the liver. 4. Small fat-containing paraumbilical hernia. Computerised tomogram pelvis - on (B)(6) 2015: impression: 1. Left ovarian cyst measuring 3.5 cm in maximum size. 2. No evidence of ovarian torsion. 3. The uterus is not seen and likely surgically absent. Hysterosalpingogram - on (B)(6) 2013: confirmed that the essure device was successfully occluded. Total bilateral occlusion. Pathology test - on (B)(6) 2015: diagnosis: endometrium (biopsy): inactive endometrium with progestational effect.; on (B)(6) 2015: diagnosis: benign total uterus (145 grams), hysterectomy: acute and chronic cervicitis; proliferative phase endometrium; slight superficial adenomyosis; slight serosal adhesions. Ultrasound abdomen - on (B)(6) 2013: impression: diffuse fatty infiltration of the liver. Otherwise, unremarkable abdominal sonogram.. Ultrasound pelvis - on (B)(6) 2013: impression: on the transabdominal scans, there is a questionable 2.4 cm cyst in the right ovary. This cannot be confirmed on endo vaginal scans because of poor visualization of the ovary . It is too poorly seen to characterize well. Probable essure device in the uterus.; on (B)(6) 2015: impression: ovaries are unremarkable bilaterally. Essure device is seen bilaterally, as on prior exam. X-ray gastrointestinal tract - on (B)(6) 2015: impression: mild gastroesophageal reflux. Suspected mild gastritis.impression: mild gastroesophageal reflux. Suspected mild gastritis.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea, ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-apr-2021: mr received. Reporter information, patient medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 37-year-old female patient who had essure (batch no. A63339) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dyslipidemia, weight gain, multigravida, parity 4, morbid obesity, diabetes, fatigue, abdominal pain upper, allergic rhinitis, bronchitis, pneumonia, plantar fascial fibromatosis, pneumonia, rheumatic fever, menstruation abnormal and abdominal pain. Previously administered products included for an unreported indication: depo- provera, fish oil and mirena iud. Concurrent conditions included otitis media chronic, exacerbation of asthma, abdominal pain, heartburn, dysphasia, menses irregular, abdominal cramps, bleeding menstrual heavy, head injury, kidney stones, kidney disorder, acid reflux (oesophageal), bloating, urge incontinence, shoulder tendinitis, cervicitis, endocervicitis, lumbago and abdominal discomfort. Concomitant products included clindamycin, ibuprofen, paracetamol (acetaminophen) and prednisone. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2015, the patient experienced anxiety ("emotional anguish/mental anguish") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2015, the patient experienced ovarian cyst ("other injury (ies) or complication please describe: right ovarian cyst"), 2 years 2 months after insertion of essure. On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea"), back pain ("baack pain"), intermenstrual bleeding ("metrorrhagia"), urinary tract infection ("uti") and post procedural complication ("post removal complications"). The patient was treated with omeprazole, salbutamol (albuterol hfa) and surgery (robot-assisted laparoscopic hysterectomy with unilateral salpingo-oopherectomy - right side only). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, back pain, heavy menstrual bleeding, intermenstrual bleeding, vaginal haemorrhage and urinary tract infection had resolved and the dysmenorrhoea, anxiety, ovarian cyst, depression and post procedural complication outcome was unknown. The reporter considered anxiety, back pain, depression, dysmenorrhoea, heavy menstrual bleeding, intermenstrual bleeding, ovarian cyst, pelvic pain, post procedural complication, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: implants: essure coils in both tubes with 3 coils in the left tube and 4 coils visible in the right tube. Discrepancy noted. Plaintiff claimed that she had complications or problems that occurred at the time of your essure placement procedure. She had information that there is minimal scarring around implant.date received: (B)(6) 2013 but as per hsg done on (B)(6) 2013 there is total bilateral occlusion. Date(s) of removal: (B)(6) 2015; hysterectomy with unilateral salpingo-oopherectomy - right side only. Type of removal is hysterectomy- uterus + cervix treatment received for pain, abnormal bleeding, bladder or urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2015: impression: CT abdomen and pelvis. 1. No identified acute abnormality within the abdomen or pelvis. 2. 3.4 cm probable left ovarian cyst. 3. Diffuse fatty infiltration of the liver. 4. Small fat-containing paraumbilical hernia. Computerised tomogram pelvis - on (B)(6) 2015: impression: 1. Left ovarian cyst measuring 3.5 cm in maximum size. 2. No evidence of ovarian torsion. 3. The uterus is not seen and likely surgically absent. Hysterosalpingogram - on (B)(6) 2013: confirmed that the essure device was successfully occluded. Total bilateral occlusion. Pathology test - on (B)(6) 2015: diagnosis: endometrium (biopsy): inactive endometrium with progestational effect.; on (B)(6) 2015: diagnosis: benign total uterus (145 grams), hysterectomy: acute and chronic cervicitis; proliferative phase endometrium; slight superficial adenomyosis; slight serosal adhesions. Ultrasound abdomen - on (B)(6) 2013: impression: diffuse fatty infiltration of the liver. Otherwise, unremarkable abdominal sonogram.. Ultrasound pelvis - on (B)(6) 2013: impression: on the transabdominal scans, there is a questionable 2.4 cm cyst in the right ovary. This cannot be confirmed on endo vaginal scans because of poor visualization of the ovary . It is too poorly seen to characterize well. Probable essure device in the uterus.; on (B)(6) 2015: impression: ovaries are unremarkable bilaterally. Essure device is seen bilaterally, as on prior exam. X-ray gastrointestinal tract - on (B)(6) 2015: impression: mild gastroesophageal reflux. Suspected mild gastritis.impression: mild gastroesophageal reflux. Suspected mild gastritis.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea, ovarian cyst. Lot number: a63339, manufacturing date: 2012-10, expiration date: 2015-10 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 3-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 37-year-old female patient who had essure (batch no. A63339) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dyslipidemia, weight gain, multigravida, parity 4, morbid obesity, diabetes, fatigue, abdominal pain upper, allergic rhinitis, bronchitis, pneumonia, plantar fascial fibromatosis, pneumonia and rheumatic fever. Previously administered products included for an unreported indication: depo- provera, fish oil and mirena iud. Concurrent conditions included otitis media chronic, exacerbation of asthma, abdominal pain, heartburn, dysphasia, menses irregular, abdominal cramps, bleeding menstrual heavy, head injury, kidney stones, kidney disorder, acid reflux (oesophageal), bloating, urge incontinence, shoulder tendinitis, cervicitis, endocervicitis, lumbago and abdominal discomfort. Concomitant products included clindamycin, ibuprofen, paracetamol (acetaminophen) and prednisone. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2015, the patient experienced anxiety ("emotional anguish/mental anguish") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2015, the patient experienced ovarian cyst ("other injury (ies) or complication please describe: right ovarian cyst"), 2 years 2 months after insertion of essure. On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea"). The patient was treated with omeprazole, salbutamol (albuterol hfa) and surgery (robot-assisted laparoscopic hysterectomy with unilateral salpingo-oopherectomy - right side only). Essure was removed. At the time of the report, the pelvic pain was resolving and the menorrhagia, dysmenorrhoea, anxiety, ovarian cyst, vaginal haemorrhage and depression outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: implants: essure coils in both tubes with 3 coils in the left tube and 4 coils visible in the right tube. Discrepancy noted. Plaintiff claimed that she had complications or problems that occurred at the time of your essure placement procedure. She had information that there is minimal scarring around implant.date received: (B)(6) 2013 but as per hsg done on (B)(6) 2013 there is total bilateral occlusion. Date(s) of removal: (B)(6) 2015; hysterectomy with unilateral salpingo-oopherectomy - right side only . Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2015: impression: CT abdomen and pelvis. No identified acute abnormality within the abdomen or pelvis. 3.4 cm probable left ovarian cyst. Diffuse fatty infiltration of the liver. Small fat-containing paraumbilical hernia. Computerised tomogram pelvis - on (B)(6) 2015: impression: left ovarian cyst measuring 3.5 cm in maximum size. No evidence of ovarian torsion. The uterus is not seen and likely surgically absent. Hysterosalpingogram - on (B)(6) 2013: confirmed that the essure device was successfully occluded. Total bilateral occlusion. Pathology test - on (B)(6) 2015: diagnosis: endometrium (biopsy): inactive endometrium with progestational effect.; on (B)(6) 2015: diagnosis: benign total uterus (145 grams), hysterectomy: acute and chronic cervicitis; proliferative phase endometrium; slight superficial adenomyosis; slight serosal adhesions. Ultrasound abdomen - on (B)(6) 2013: impression: diffuse fatty infiltration of the liver. Otherwise, unremarkable abdominal sonogram.. Ultrasound pelvis - on (B)(6) 2013: impression: on the transabdominal scans, there is a questionable 2.4 cm cyst in the right ovary. This cannot be confirmed on endo vaginal scans because of poor visualization of the ovary . It is too poorly seen to characterize well. Probable essure device in the uterus.; on (B)(6) 2015: impression: ovaries are unremarkable bilaterally. Essure device is seen bilaterally, as on prior exam. X-ray gastrointestinal tract - on (B)(6) 2015: impression: mild gastroesophageal reflux. Suspected mild gastritis.impression: mild gastroesophageal reflux. Suspected mild gastritis.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea, ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-may-2019: quality safety evaluation of ptc(product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 37-year-old female patient who had essure (batch no. A63339) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dyslipidemia, weight gain, multigravida, parity 4, morbid obesity, diabetes, fatigue, abdominal pain upper, allergic rhinitis, bronchitis, pneumonia, plantar fascial fibromatosis, pneumonia and rheumatic fever. Previously administered products included for an unreported indication: depo- provera, fish oil and mirena iud. Concurrent conditions included otitis media chronic, exacerbation of asthma, abdominal pain, heartburn, dysphasia, menses irregular, abdominal cramps, bleeding menstrual heavy, head injury, kidney stones, kidney disorder, acid reflux (oesophageal), bloating, urge incontinence, shoulder tendinitis, cervicitis, endocervicitis, lumbago and abdominal discomfort. Concomitant products included clindamycin, ibuprofen, paracetamol (acetaminophen) and prednisone. On (B)(6) 2013, the patient had essure inserted. In april 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In january 2015, the patient experienced anxiety ("emotional anguish/mental anguish") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2015, the patient experienced ovarian cyst ("other injury (ies) or complication please describe: right ovarian cyst"), 2 years 2 months after insertion of essure. On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea"), back pain ("baack pain"), metrorrhagia ("metrorrhagia"), urinary tract infection ("uti") and post procedural complication ("post removal complications"). The patient was treated with omeprazole, salbutamol (albuterol hfa) and surgery (robot-assisted laparoscopic hysterectomy with unilateral salpingo-oophorectomy - right side only). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, back pain, menorrhagia, metrorrhagia, vaginal haemorrhage and urinary tract infection had resolved and the dysmenorrhoea, anxiety, ovarian cyst, depression and post procedural complication outcome was unknown. The reporter considered anxiety, back pain, depression, dysmenorrhoea, menorrhagia, metrorrhagia, ovarian cyst, pelvic pain, post procedural complication, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: implants: essure coils in both tubes with 3 coils in the left tube and 4 coils visible in the right tube. Discrepancy noted. Plaintiff claimed that she had complications or problems that occurred at the time of your essure placement procedure. She had information that there is minimal scarring around implant. Date received: (B)(6) 2013 but as per hsg done on (B)(6) 2013 there is total bilateral occlusion. Date(s) of removal: (B)(6) 2015; hysterectomy with unilateral salpingo-oophorectomy - right side only. Type of removal is hysterectomy- uterus + cervix treatment received for pain, abnormal bleeding, bladder or urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2015: impression: CT abdomen and pelvis. 1. No identified acute abnormality within the abdomen or pelvis. 2. 3.4 cm probable left ovarian cyst. 3. Diffuse fatty infiltration of the liver. 4. Small fat-containing paraumbilical hernia. Computerised tomogram pelvis - on (B)(6) 2015: impression: 1. Left ovarian cyst measuring 3.5 cm in maximum size. 2. No evidence of ovarian torsion. 3. The uterus is not seen and likely surgically absent. Hysterosalpingogram - on (B)(6) 2013: confirmed that the essure device was successfully occluded. Total bilateral occlusion. Pathology test - on (B)(6) 2015: diagnosis: endometrium (biopsy): inactive endometrium with progestational effect.; on (B)(6) 2015: diagnosis: benign total uterus (145 grams), hysterectomy: acute and chronic cervicitis; proliferative phase endometrium; slight superficial adenomyosis; slight serosal adhesions. Ultrasound abdomen - on (B)(6) 2013: impression: diffuse fatty infiltration of the liver. Otherwise, unremarkable abdominal sonogram.. Ultrasound pelvis - on (B)(6) 2013: impression: on the transabdominal scans, there is a questionable 2.4 cm cyst in the right ovary. This cannot be confirmed on endo vaginal scans because of poor visualization of the ovary . It is too poorly seen to characterize well. Probable essure device in the uterus.; on (B)(6) 2015: impression: ovaries are unremarkable bilaterally. Essure device is seen bilaterally, as on prior exam. X-ray gastrointestinal tract - on (B)(6) 2015: impression: mild gastroesophageal reflux. Suspected mild gastritis. Impression: mild gastroesophageal reflux. Suspected mild gastritis.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea, ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: outcome of previously added events urinary tract infection was updated to recovered/resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 37-year-old female patient who had essure (batch no. A63339) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dyslipidemia, weight gain, multigravida, parity 4, morbid obesity, diabetes, fatigue, abdominal pain upper, allergic rhinitis, bronchitis, pneumonia, plantar fascial fibromatosis, pneumonia and rheumatic fever. Previously administered products included for an unreported indication: depo- provera, fish oil and mirena iud. Concurrent conditions included otitis media chronic, exacerbation of asthma, abdominal pain, heartburn, dysphasia, menses irregular, abdominal cramps, bleeding menstrual heavy, head injury, kidney stones, kidney disorder, acid reflux (oesophageal), bloating, urge incontinence, shoulder tendinitis, cervicitis, endocervicitis, lumbago and abdominal discomfort. Concomitant products included clindamycin, ibuprofen, paracetamol (acetaminophen) and prednisone. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2015, the patient experienced anxiety ("emotional anguish/mental anguish") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2015, the patient experienced ovarian cyst ("other injury (ies) or complication please describe: right ovarian cyst"), 2 years 2 months after insertion of essure. On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea"), back pain ("baack pain"), metrorrhagia ("metrorrhagia"), urinary tract infection ("uti") and post procedural complication ("post removal complications"). The patient was treated with omeprazole, salbutamol (albuterol hfa) and surgery (robot-assisted laparoscopic hysterectomy with unilateral salpingo-oopherectomy - right side only). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, back pain, menorrhagia, metrorrhagia and vaginal haemorrhage had resolved and the dysmenorrhoea, anxiety, ovarian cyst, depression, urinary tract infection and post procedural complication outcome was unknown. The reporter considered anxiety, back pain, depression, dysmenorrhoea, menorrhagia, metrorrhagia, ovarian cyst, pelvic pain, post procedural complication, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: implants: essure coils in both tubes with 3 coils in the left tube and 4 coils visible in the right tube. Discrepancy noted. Plaintiff claimed that she had complications or problems that occurred at the time of your essure placement procedure. She had information that there is minimal scarring around implant.date received: (B)(6) 2013 but as per hsg done on (B)(6) 2013 there is total bilateral occlusion. Date(s) of removal: (B)(6) 2015; hysterectomy with unilateral salpingo-oopherectomy - right side only. Type of removal is hysterectomy- uterus + cervix . Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2015: impression: CT abdomen and pelvis. 1. No identified acute abnormality within the abdomen or pelvis. 2. 3.4 cm probable left ovarian cyst. 3. Diffuse fatty infiltration of the liver. 4. Small fat-containing paraumbilical hernia. Computerised tomogram pelvis - on (B)(6) 2015: impression: 1. Left ovarian cyst measuring 3.5 cm in maximum size. 2. No evidence of ovarian torsion. 3. The uterus is not seen and likely surgically absent. Hysterosalpingogram - on (B)(6) 2013: confirmed that the essure device was successfully occluded. Total bilateral occlusion. Pathology test - on (B)(6) 2015: diagnosis: endometrium (biopsy): inactive endometrium with progestational effect.; on (B)(6) 2015: diagnosis: benign total uterus (145 grams), hysterectomy: acute and chronic cervicitis; proliferative phase endometrium; slight superficial adenomyosis; slight serosal adhesions. Ultrasound abdomen - on (B)(6) 2013: impression: diffuse fatty infiltration of the liver. Otherwise, unremarkable abdominal sonogram.. Ultrasound pelvis - on (B)(6) 2013: impression: on the transabdominal scans, there is a questionable 2.4 cm cyst in the right ovary. This cannot be confirmed on endo vaginal scans because of poor visualization of the ovary . It is too poorly seen to characterize well. Probable essure device in the uterus.; on (B)(6) 2015: impression: ovaries are unremarkable bilaterally. Essure device is seen bilaterally, as on prior exam. X-ray gastrointestinal tract - on (B)(6) 2015: impression: mild gastroesophageal reflux. Suspected mild gastritis.impression: mild gastroesophageal reflux. Suspected mild gastritis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea, ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pif received: new events metrorrhagia, back pain, uti and post removal complication added. Outcome of events metrorrhagia, menorrhagia, abnormal bleeding (vaginal), back pain and pelvic pain was updated to recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea") and anxiety ("emotional anguish"). The patient was treated with surgery (robot-assisted laparoscopic hysterectomy). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea and anxiety outcome was unknown. The reporter considered anxiety, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirmed that the essure device was successfully occluded. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.